Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The history log shows the pad-pak was first installed in the device on the 20th july 2009 and it performed to specification, alongside random manual power ons, up to the 14th february 2016. A significant increase in voltage during this time suggests a further pad-pak was installed. Multiple manual power ons of mainly ten minutes duration were observed in the device memory between the 17th february 2016 and the 20th april 2016. The pad-pak was then removed. A pad-pak was reinstalled on the last history log entry on the 9th may 2016 with the device passing a self-test. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.